Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys quartz unit, with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation ablation procedure, when stimulating in the left atrium to check the roof line, the patient felt unwell, a drop in blood pressure was noted, and then a pericardial effusion was diagnosed via ultrasound. The lesions that had already been made were the cavotricuspid isthmus and roof line. A pericardiocentesis was performed to stabilize the patient. The patient was noted to feel unwell at the end of the last ablation at the roof line of the left atrium. There were no performance issues with the abbott device.